Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, malfunction.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the evaluation of the returned device. A titan otr pump, two cylinders, and a piece of detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the body of the pump. Testing revealed this to be a site of leakage. The separation appears to be smooth and non-striated, indicating sufficient stress was exerted. No functional abnormalities are noted with cylinder #1, cylinder #2, or the piece of detached inlet tubing. Based on previous quality simulations and examination of the returned product, quality concluded that the smooth and non-striated surfaces associated with this separation indicates that sufficient stress(s) was exerted on the body of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, malfunction. Additional information received indicated tubing leakage.

Manufacturer narrative:
This follow up MDR is created to document the return of the device and the additional device information and patient information received. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.